Event description:
Boston scientific crm received info that during the pacemaker implant, the pt was asystolic as soon as the right ventricular (rv) lead was placed. A pacing system analyzer was utilized and the device paced at 60 bpm. When the device was interrogated after the case, ventricular undersensing was noted and the pt's rhythm went to ventricular fibrillation (vf). The pt was shocked three times and airlifted to a different hospital, where she subsequently died. The boston scientific sales representative stated that the physician did not believe the vf was device related. It is unk at this time if the products will be returned for analysis. No additional info is available at this time. If additional info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.